Event description:
The tubing to medrad stellant flex CT contrast syringe broke off at saline injecting syringe site, causing saline and IV contrast to spill and not giving patient full dose for CT study. Tech was able to replace with extra tubing in supply cabinet and complete injection and study.